Event description:
It was reported via repair work order that the connecting pins on the nurse call docker cable were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.